Manufacturer narrative:
A sample was not provided for evaluation; therefore the quality of the bone marrow needle assembly could not be evaluated. However, a review of applicable manufacturing procedures identified specific manufacturing steps that may have contributed to the reported failure mode. The contribution of these manufacturing steps will be evaluated in CAPA (B)(4). All applicable manufacturing and quality personnel will be notified of this complaint in an effort heighten awareness regarding this failure mode and minimize any impact from the manufacturing processes. A device history review (DHR) could not be performed since a lot number was not provided.

Event description:
Dr. (B)(6) claims that after aspirating with the needle 16g x 3 four times the needle detached from the luer lock and caused patient a pneumothorax.